Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving four false negative hcg urine screens in the past six months, quantitative results positive. No pt or further info available.